Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power. The battery compartment was cracked, the battery cap had stripped threads and the cap was not able to be tightened securely to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/21/2015-device evaluation: the pump has been returned and evaluated by product analysis on 07/30/2015 with the following findings: a review of the pump black box data revealed pump reboots. During a visual inspection of the pump, the battery compartment was observed to have multiple cracks. The returned battery cap had stripped threads and did not secure properly to the pump; power loss was observed with the returned cap. The battery cap contact dimensions measured within specifications. A test battery was used in testing and the pump was exercised for 24 hours with no power interruptions. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. Unrelated to the complaint, investigation revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.